Manufacturer narrative:
On april 19 2018, haemonetics received notification of a donor fatality which had occurred within 24 hours of the donor's last plasmapheresis procedure. Follow up with the plasma center indicated that the donor was not currently taking their prescribed medication of pravastatin (20 mg/daily dosage) to treat their diagnosis of dyslipidemia. The device indicated a low flow alarm during the plasmapheresis procedure, the device operator observed an accumulation of "fatty deposits" on the harness filter which interfered with the filtration of collected and returned product. The plasma center reported that the donor appeared to have left the facility in good health after receiving a 500 ml infusion of saline. On april 25 2018, a haemonetics field service engineer evaluated the device and found no faults or defects, the pcs2 device was found to be operating within manufacturing specifications, all calibrations and parameters were verified. Based on the clinical information which is available, there is insufficient evidence available to indicate that the plasmapheresis procedure contributed to the post-donation fatality.

Event description:
On april 19 2018, haemonetics received a report of a donor fatality which had occurred within 24 hours of the last plasma donation. The donor passed away on (B)(6) 2018. The plasma donation was completed utilizing a pcs®2 plasma collection system. The center reported that the donation was an underdraw with 796 ml collected for a target of 825 ml plasma. The collection was hampered by an accumulation of "fatty deposits" in the harness filter, resulting in low flow and premature termination of the collection procedure with a return of red cells followed by an infusion of 500 ml saline. Donor appeared fine and in good health when they left the center. The center was notified of the donor's death within 24 hours of the last donation by a third party phone call.